Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified during testing. Solder contact pins common to connector j16 had lifted off the solder lands.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device failed its op check for the defib test. There was no reported patient involvement.